Event description:
Additional information was received. No distal migration of the proximal stent graft was observed. The physician believed that the event was possibly related to insufficient adhesion of the stent graft. After embolization of the false lumen with coils and onyx the event was resolved. The investigator assessed the type I endoleak to be related to the device and not related to the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in patient for endovascular treatment of type b thoracic aortic dissection and 6 cm in diameter thoracic aorta aneurysm. On another valiant stent graft was implanted distally. Pre-implant screening showed that the proximal false lumen started in zone 3 and extended to the descending thoracic aorta. The false lumen was partially thrombosed. It was reported that a follow up CT scan revealed that the thoracic aorta aneurysm has increased to 6.6 cm in diameter, the false lumen is partially thrombosed, the valiant stent graft had migrated, a proximal type I endoleak and an intercostal type ii endoleak. The 6 cm in diameter thoracic aorta aneurysm the investigator embolized the false lumen. The proximal type I endoleak and the type ii endoleak were resolved. The investigator assessed the type I endoleak was related to distal migration of the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received in relation to this case reported that the source of false lumen perfusion was a discreet distal entry tear which caused a retrograde distal dissection of the abdominal aorta. It was noted that the false lumen status at the level of the stented segment was partial thrombosis. There was also a hematoma in the infra renal aortic wall. It was reported that this resulted in a new clinical event or intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the false lumen patency was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that, during a follow up examination performed approximately 22 months post index procedure, a retrograde flow abdominal entry tear in the false lumen was observed. A secondary endovascular procedure with embolization was performed to resolve the false lumen enlargement and to resolve false lumen patency. No other clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.